Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 73% stenosed target lesion contained a <90 degrees bend was located in the moderately tortuous and moderately calcified proximal to middle left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. There were no segment of the balloon detached inside the patient. The procedure was completed with another of same device. The patient was in stable condition following the procedure.